Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more frequently and needed to increase dose to maintain pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.